Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt lightness in the head after watching television and felt tightness in the chest after using a computer for half an hour. The patient reported having been many feet from the television and computer and has also recently started a new medication. Technical service encouraged the patient to discuss the issues with a medical doctor. The device is still in use. No patient complications have been reported as a result of this event.